Event description:
The pump was returned for investigation. Investigation found the display was dim/discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 09/30/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display. The battery compartment was found to have cracked below the grip pad. All the keypad buttons responded properly. The bolus button cover was found detached/missing. Correction initial reporter name and address: (B)(6).